Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed a self test and that a service indicator was present. Additionally, the device had logged an event code in its memory that may be associated with a partial loss of defibrillator output energy, due to a loss of the negative portion of the biphasic output waveform. This would result in a monophasic shock being delivered. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device failed a self test and that a service indicator was present. Additionally, the device had logged an event code in its memory that may be associated with a partial loss of defibrillator output energy, due to a loss of the negative portion of the biphasic output waveform. This would result in a monophasic shock being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted transistor, designated q8.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device failed a self test and that a service indicator was present. Additionally, the device had logged an event code in its memory that may be associated with a partial loss of defibrillator output energy, due to a loss of the negative portion of the biphasic output waveform. This would result in a monophasic shock being delivered. There was no patient use associated with the reported event.